Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report difficulty removing the clip delivery system (cds) with the steerable guiding catheter (sgc) and the sgc hemostatic valve was loose on the handle which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After the first clip was deployed, the clip delivery system (cds) was retracted but met resistance with the steerable guide catheter (sgc). The cds was not able to be removed, and it was found that the hemostatic valve from the sgc was slightly turned clockwise. The hemostatic valve was not completely fixed at the guide/handle area and could be turned. The valve was turned back to the initial position and the cds was removed. Two additional clips were implanted with the same sgc without issue. Three clips had been implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The steerable guide catheter (sgc) was returned with evidence of usage. The valve was dissembled and the bond between the valve and sgc was examined; it was confirmed that the bond was broken between the adhesive and the pebax. Based on the results of the investigation, it was determined the loose rotating hemostatic valve (rhv) may be related to inherent variability during manufacturing. A review of the complaint handling database found no other similar incidents from this lot for detachment. The lot history record was reviewed and identified no manufacturing nonconformities that were related to detachment. These devices will continue to be monitored.